Manufacturer narrative:
The customer reported issue of the autopulse exhibited user advisory (ua) 42 (force overload tripped) error message was not confirmed during the archive review and the initial functional testing. However, unrelated to the reported complaint, user advisory (ua) 45 (drive shaft not at "home" position after power-on/restart) error was displayed during platform testing. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the drive shaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45 (drive shaft not at "home" position after power-on/restart), the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the drive shaft to its home position. The user advisory will persist until the drive shaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Review of the archive data show no (ua) 42 error messages occurred on the reported event date, thus not confirming the customer reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged front enclosure was observed and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The front enclosure was replaced to address the damage and the sticky clutch plate was deburred to address the encoder drive shaft issue. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes without any fault or error.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a fault 42 (force overload tripped) message. No further information was provided. No patient involvement.